Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the pump¿s audible tones did not sound when the pump was powered on; the cover was replaced and the pump emitted appropriate audio tones.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the buttons are less responsive. The patient denied peeling or tears to the keypad. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.